Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of 19gbi540 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dilator is bending and peeling early, causing the inserter to have to cut the skin more than normal. 12/6/2019: dilator not going through the skin. Having to cut the skin when they normally do not have to. If pushed too hard, dilator peels away. No patient harm reported.